Event description:
Patient stated that she has had about 15 v-go devices that fallen off due to perspiration. The patient is properly preparing the application site with an alcohol swab prior to applying the v-go 20 device.